Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past event of low blood glucose of 22 mg/dl and that he blacked out. The phone was disconnected and troubleshooting lost the call. The customer was called back twice and voice mail messages were left. No further details were provided.